Event description:
Per the surgeon's report in 2008, the pt developed a skin flap infection in 2007. Medication did not solve the problem. During a revision surgery to remove the granulated infected tissue, the electrode array was pulled partially out of the cochlea. The surgeon was unable to reinsert the array due to "a lot" of fibrotic tissue around the array. Due to the risk of further infection, the pt's old device was left in place and he was implanted with a new device in the contralateral ear on original date.

Manufacturer narrative:
This type of event is addressed in the device labeling.